Manufacturer narrative:
The device was returned to an olympus service center for evaluation. Upon evaluation of the device, the reported issue of lamp failure was confirmed and found to be caused by failure of the power unit. A new power unit was installed and after powering on, the device lit up as normal. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the visera elite xenon light source lamp light fails to light. The event occurred during preparation for use, prior to a therapeutic procedure. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it was confirmed that the main lamp failed and the main lamp did not light up. The lamp light-up failure was caused by a faulty converter (dp146700). The cause of the lamp failure cannot be determined. Olympus will continue to monitor the field performance for this device.